Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced hyperglycemia. The customer blood glucose level was 24.1 mmol/l at the time of incident. The customer was treated with syringe for high blood glucose level. Customer was using the auto mode feature. Customer performed high pressure test, self test and device verification test and all test were passed. The insulin pump will not returned for analysis. Frn-unk-rsvr, unomed set.